Manufacturer narrative:
D9: date returned to mfg; 7/23/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was not able to be confirmed and root cause could not be determined. Replaced downstream occlusion(dso) seal for preventative maintenance.

Event description:
It was reported that the pump exhibited a cassette installation error during testing even though there was no cassette present. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.